Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged/defective safety mechanism is confirmed; however, the exact cause is unknown. Six photographs of a safestep safety mechanism were returned for evaluation. An initial visual observation of the photographs showed blood residues inside the safety mechanism and around the foam padding of the safety mechanism. It was observed that the distal tip of the needle was not completely covered with the safety mechanism, as the needle tip was observed to be exposed with the safety mechanism engaged. No obvious bends in the needle shaft could be observed in the returned photographs. One of the photographs showed the infusion set inserted into a patient with clear dressing around the device. Blood was observed under the dressing inside the safety mechanism of the infusion set during use on a patient. No obvious damage was observed along the safety mechanism of the device. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes. A sample was not returned for the other reported occurrence; therefore, that occurrence is inconclusive at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the disc cracked and leaked. No further details provided. No patient injury was reported. It was reported this occurred with 2 devices. This report addresses both devices.